Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. The set screw was found in the connector bore.

Event description:
It was reported that the set screws on the device were "not operational" during the procedure to implant the device. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.